Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a device implantation procedure, when the physician pushed left ventricular (lv) lead over the guidewire into the target vessel, the wire got stuck. The physician pulled back lv lead to check if pulling back would set free the wire, but the entire lead fell out by that attempt. Since the physician was not confident to use the same lead, a different was used and the procedure was completed. Patient was in stable condition.